Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. All available patient information was provided; no additional patient information was available. This report is being filed on an international product, list number 08p13, that has a similar product distributed in the us, list number 04z21, with 510k/PMA/bla number k202525.

Event description:
The customer observed falsely elevated alinity I stat highly sensitive troponin-I and provided the following data: sample ID (B)(6) initial result was 80.7. After regentrification, the result was less than 1. (Customer reference range: 0-15.9 pg/ml). Patient information: 55-year-old female. Per the customer discrepant results were not reported out to the medical provider. There was no reported impact to patient management.